Event description:
I have a hyprocure stent placed in my left foot (B)(6) 2019. It seemed to be fine for 1 1/2 years, but now I can only compare the pain to a tens unit turned up to high. I also measured a signal from the device with an electromagnetic frequency meter. I do believe the device has communication capabilities. I do not have a lot number or card that shows the stent placed on my foot was genuine. The device is still in my foot and I am scheduled to have it removed in about 2 weeks. Please investigate. FDA safety report ID # (B)(4).